Event description:
During a coronary stent procedure, crossing difficulties were encountered. The pt had two very calcified lesions in the circumflex artery, with stenosis of 85% and 99%. The lesions were located in the proximal and distal segment of the artery. The physician deployed the first stent in the proximal lesion with some difficulty due to the calcification. The physician was unable to cross the distal lesion with the express2. Upon removal of the delivery/stent device, damage was noted at the distal edge of the stent. The physician was able to cross the lesion with another MFR's stent. No pt injuries or complications were reported.